Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low and high blood glucose incidents with blood glucose of 52 to 500 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported transmitter issues as well as lost sensor alarms and a failed battery alarm that was resolved by a battery change. The insulin pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
The information provided in section d11 was incorrect with the initial report. The correct information has been provided with this report.